Manufacturer narrative:
(B)(4). (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed a controller power-up and motor start at 06:36:20 on (B)(4) 2016 indicating a loss of power to the controller. The last data point recorded before the loss of power was at 06:30:28 and demonstrated (B)(4) connected to power source port 1 with a 96% rsoc and no power source connected to port 2. The maximum pump off time during this initial loss of power is approximately six minutes. A second controller power-up and motor start event was recorded at 08:14:34. The last data point recorded before the second loss of power was at 08:06:28 and demonstrated (B)(4) connected to power source port 2 with a 89% rsoc and no power source connected to port 1. The maximum pump off time during the second loss of power is approximately eight minutes. A third controller power-up and motor start was recorded at 8:15:43 leaving a maximum pump off time of approximately one minute. A fourth controller power-up and motor start was recorded at 08:19:48 leaving a maximum pump off time of approximately four minutes. The next two data points recorded after the last controller power-up and motor start indicated that the controller was connected to a cac adapter on power source port 2 and no power source connected to port 1. The last data point recorded was at 08:49:49 on (B)(6) 2016. 20 low flow alarms were recorded on (B)(6) 2016 starting at 06:38:04. Analysis of the returned controller revealed that the controller failed visual inspection and functional testing as bent pins were observed on port 1 preventing any connection of a power source to that port. Bent pins is currently being investigated. The most likely root cause of the bent pins is the patient attempting to force an improper connection of the power source and port on the controller. The most likely root cause of the losses of power to the controller can be attributed to disconnections of both power sources from the controller, possibly due to the damage sustained to the port 1 on the controller. The most likely root cause of the bent pins is the patient attempting to force an improper connection of the power source and port on the controller. The most likely root cause of the losses of power to the controller can be attributed to disconnections of both power sources from the controller, possibly due to the damage sustained to the port 1 on the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: controller/(B)(4); cat#: 1403us; exp. Date: 02/28/2015; mfg. Date: 02/28/2014; date received: 10/14/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient cracked the power port of his controller while trying to connect to it. The device was exchanged with no reported patient consequence. A preliminary review of the controller log files revealed multiple controller power-up and pump start events.